Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-may-31. It was reported that the patient's pump is alarming again. The caller stated she wants to just shut off the pump completely since it is at minimal rate. The code to shut the pump off was provided. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) and a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 20 mg/ml morphine (unknown) at 5.808 mg/day. The reason for use was not reported. It was reported that the pump was ¿scanned at doctor¿s office and received alert that pump is in motor stall.¿ a motor stall was seen at initial interrogation. The stall occurred on (B)(6) 2019. The patient did not recently have an MRI. Pump status and/or event log report a motor stall occurred, and was active. They reviewed silencing audible alarms, considered pump replacement, considered programming minimum rate, and to cover the patient with non-pump medication. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Interventions/actions that were taken to resolve the issue included the patient being referred for pump replacement on (B)(6) 2019. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: destructive analysis identified residue in the motor gear train and identified wearing on the lower shaft of gear number two. Destructive analysis also identified electrochemical migration across the electrical feed-through insulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis.